Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, at approximately eight minutes of the hta procedure, fluid losses between a 5-8cc were noted. The case was completed and the physician confirmed that the procedure went well. Four days post procedure however, the patient returned complaining of vaginal and perineal pain and discomfort. A first degree vaginal burn from the cervical area to the posterior side of the vaginal area including a small portion of the posterior body, was observed. The patient was treated with silvadene cream and the patient is currently "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician and/or physician to date.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.